Event description:
Natrelle saline-filled breast implants (style 68mp) were put into my body on (B)(6) 2013. Six months later I started developing severe health issues including, extreme fatigue, cramping, brain fog, very severe bloating, swelling, dizziness, insomnia, inflammation, constipation, sibo, heavy bleeding, and anxiety. Through the past 7 years I have seen countless doctors and specialists trying to find a diagnosis. During the past 5 years especially, when my hormones are tested, they always come back imbalanced but with no identifiable cause. I have spent thousands of dollars trying to improve my symptoms, and nothing seems to help restore my health and quality of life. I have now developed numbness and tingling throughout my forearms and hands. Through researching, I have found other women who have experienced the same symptoms as I have with a few who also have natrelle brand implants. There seems to be a connection to the implants themselves and the havoc that is running through my body. I believe these implants have made me very ill and drastically reduced my quality of life. I have since suffered from two miscarriages when previous to the implants I had a healthy successful pregnancy and was always in good health. I work as a fitness trainer and maintain a plant based diet, I always take great care of myself despite my "illness". These symptoms have no explanation and all clues point to the toxicity of these implants. I am writing in to hopefully gain some information that may be useful for me, or possible assistance with the expenses to have these implants removed to restore my health. There is no way for me to choose one day of an event, however, I can list the date of my second miscarriage. FDA safety report ID # (B)(4).